Event description:
An olympus field service engineer (fse) reported that the touch display panel of the subject device was not working, and the device was displaying color bars when connected to the camera head. The reported issues occurred during installation of the subject device at the customer site. There was no patient or procedure involvement.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (color bars and front display panel not working) were not confirmed or duplicated. During inspection and testing, service found there were minor scratches on the top cover and the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root causes of the touch display panel failure and color bars could not be determined. Olympus will continue to monitor field performance for this device.